Event description:
As reported by the user facility ((B)(4)): alarmed high pressure: details of incident" during turing of the patient pump alarmed high pressure. Staff nurse initially through this may be due to neck position and bending of the cvc. Pump restarted and patient returned to neutral position, but pump continued to alarm high pressure and not deliver intrope. Patients blood pressure began to fall. Staff nurse started to double pump using back up and after a few minutes, the blood pressure returned to normal. The lowest this reached was map 33mmhg. Once safe the line was removed from the patient and inspected, no cause for high pressure. When started again the pump was unable to deliver any medication and again alarmed high pressure despite not being attached.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A f/u report will be provided when the examination results are available. (B)(4).

Manufacturer narrative:
(B)(4). According to customer supplied information, it was communicated that a user error caused this complaint. An investigation was performed by the biomed engineer and revealed no abnormalities. If additional pertinent information becomes available, a follow up report will be submitted